Event description:
It was reported that during a lap gastric bypass, the entire staple line fell apart. All of the staples were not formed. The procedure was converted to an open case and the anastamosis was hand sewn.